Event description:
The ventilator shut down with an exhalation occlusion alarm. Repeated attempts to restart ventilation resulted in repeated alarms and shut down. The pt was transferred to a conventional ventilator.